Event description:
On (B)(6) 2013, an infusion pump controller and syringe module in adult ICU mode were used on a pt weighing (B)(6) in the operating room. After the case the pump controller was not turned off and was left in the operating room. On (B)(6) 2013 the same device paring was pre-programmed at 07:43 for another case. The user did not use a pediatric weight based mode available on the pump controller. The pump controller displayed the previous (B)(6) patient weight, although the new patient's weight was (B)(6). The user accepted the (B)(6) weight and the pump calculated an infusion rate of 10.8 ml/hr for medication a and was paused. At 12:23 the user activates an add'l module on the pump controller and starts the process to add an add'l weight based medication b for delivery. At this time the user enters the correct weight of (B)(6), but no warning is given that this is significantly different from the weight used at 07:34. At 12:40 the syringe pump was taken off of pause and began its infusion of medication a based on the incorrect (B)(6) weight. At 13:26 the user notices that the syringe pump has infused medication a too rapidly and stops the syringe pump infusion, stabilizes the patient and reports the problem. After a root cause analysis process that recognized the user error, a vp of safety at the MFR was contacted to discuss this problem and our team suggested five possible solutions- do not allow different weights, for weight based dosing add the patient weight to the summary channel display, included a warning for a new weight that is different from the existing weight, put a limit on the weight difference allowed, add a minimum weight for the adult mode.